Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred outside of the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: d9 - corrected to yes. H3 - corrected to yes. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in the production and inspection records of the product. (Serial no.: (B)(6); model: 255). The dye test result showed the injector tip was properly coated. The lens release test result showed that the re-installed iol could be released out of the original cartridge/tip and original injector body without any problems. Proper coating allows the lens to advance. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation. It was noted that bss was used. The doctor found the separation of the trailing haptic at the tip just after implantation. The iol was not explanted and the surgery was completed. No health consequences or impact.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation. It was noted that bss was used. The doctor found the separation of the trailing haptic at the tip just after implantation. The iol was not explanted and the surgery was completed. No health consequences or impact.